Event description:
A 5-pack hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation (hta) procedure in 2007. (Patient age and weight are not known). According to the complainant, during procedure, they had several rapid fluid loss alarms with no apparent fluid loss. A different type of ablation was performed using non-bsc product. Additional follow up indicates that a perforation occurred from the dilation and curettage procedure. The perforation was extremely small and healed on its own. The patient's condition was reported as "ok."

Manufacturer narrative:
The results of the nasp documentation review show all in process and final release testing were performed in accordance with the appropriate procedures. No evidence of a manufacturing related, potential cause for this type of event was found. A batch search between dec 5, 2005 and september 10, 2007 for lot number 0000032341 showed no other complaints reported against this lot number. The july 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A labeling review was conducted and perforations are listed as a potential warning and precaution in the hta users' manual/dfu. Follow up revealed that a perforation had occurred but that the perforation resulted from the dilation and curettage procedure and not from the hta procedure. The fluid loss resulted from the previous perforation and the alarms that were identified in the event description are consistent with equipment that is operating appropriately. The most probable cause for this event is user error.